Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received from the complainant reporting that the device is still supporting the patient and will be saved and returned for investigation after the device is explanted.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 56-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on an intra-aortic balloon pump (iabp), on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was hematoma noted at the insertion site. Manual pressure held and the hematoma size would decrease. One liter fluid bags applied as sandbags. Anticoagulation continued due to patient's history of clots and the patient being heparin-induced thrombocytopenia (hit) positive. Right arm noted to be more swollen than the left. Medical staff aware and attributing secondary to hematoma. The post-procedure outcome is unknown. While on support, the device functioned as intended for left ventricle (lv) unloading at p-8 at 4.7l/min with d5w sodium bicarbonate in the purge solution. The presence of multiple mechanical circulatory support devices increase the bleeding risk due to the requirement for intensive anticoagulation, which increases the risk for hit. In addition, placing large bore cannulas makes entry sites prone to bleeding.

Manufacturer narrative:
D6b: date of explant is currently unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in b5 and d6b.

Event description:
Additional information was received that after 23 days on support, the device was successfully weaned. The post-procedure outcome is survived at explant.